Event description:
A customer contacted beckman coulter inc. (Bci) stating there was a leak in the reagent compartment area. The customer was not able to determine the source of the leak,but stated it appeared to be wash concentrate. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site. A waste and wash concentrate valve was not working properly which caused the hydro leak. Fse replaced both valves.